Event description:
Report received of blood loss during use of transpac. The customer reported there was a "moderate to large amount" of blood loss that occurred at the pt end of the arterial line set-up, where the tubing and the transducer meet. Customer contact is unsure of reason for blood loss. When the occurrence was noted, the transducer was changed for another one. There was no observation of harm to the arterial site. The pt was given some "extra .9% normal saline and pt was fine." Lab blood work was not done post-occurrence. No report of adverse pt effects.